Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit alarm motor error during basic occlusion test and compromised force sensor system during the prime test due to damage by moisture on the force sensor resistor. The drive support was inspected and no anomaly was noted. Unable to perform occlusion test or excessive no delivery test due to motor error and compromised force sensor system alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and belt clip slot. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.